Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.using the femoral approach, the procedure treated the de novo, eccentric and 90% stenosed 5.0x16mm lesion located in the moderately calcified and severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with a 4.0x15mm non bsc balloon. Then a 4.5x16mm liberte bare metal stent was advanced but was not implanted. Upon removal of the device, stent damage was noted. The procedure was successfully completed with a 5.0x16mm liberte stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the femoral approach, the procedure treated the de novo, eccentric and 90% stenosed 5.0x16mm lesion located in the moderately calcified and severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with a 4.0x15mm non bsc balloon. Then a 4.5x16mm liberte bare metal stent was advanced but was not implanted. Upon removal of the device, stent damage was noted. The procedure was successfully completed with a 5.0x16mm liberte stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent struts at the proximal edge of the stent were raised and misaligned. No other damage was visible along the length of the device. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use, the device was used past its expiry date. (B)(4).